Event description:
Note the patient received two scs leads from the same lot number. It was reported, the patient was no longer receiving effective stimulation therapy from her scs system. The patient underwent surgical intervention and one of her scs leads was explanted and replaced with a different model lead. Effective stimulation therapy was reportedly obtained postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.